Event description:
The customer alleged cidex was leaking from the disinfectant pump. There were no reports of injuries. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Customer repaired unit by replacing the tank assembly.